Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. It was later provided the device was reprocessed prior to being sent to olympus for repair. There were no anomalies in the reprocessing accessories. No delays in the pre-cleaning or manual cleaning process. The detergent used is ecosept. The device distal end was brushed/wiped during manual cleaning and the water used is from facility hospital utility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress while the user was handling the subject device. Additionally, the foreign material may not have been removed even by proper reprocessing due to physical damage of the device. The events can be detected by following the instructions for use (IFU) section: inspection of the endoscope. User may be able to reduce / prevent occurrence of the event by handling device in accordance with the following IFU. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed that the distal end was cracked and there was foreign material on the distal end. This report is being submitted for the malfunction found during device evaluation (distal end cracked and distal end with foreign material). There was no report of patient or user injury due to the event.

Manufacturer narrative:
During device evaluation, it was observed that there was a gap at the distal end due to a crack on the adhesive. In addition to cracked distal end and foreign material, service found there was a cut on the switch button #1, the grip was scratched, the cover of the light guide bundle was damaged, the electrical connector was corroded, the forceps elevator wire was frayed, and the connecting tube was wrinkled. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.